Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri x 2 implantable pacing leads, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed an infection from an unknown source. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) and two leads were removed. No further patient complications have been reported as a result of this event.